Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficult to insert was confirmed due to resistance with the stretched inner member. The tip breakage was not confirmed as the intended reported damage was likely the stretched inner member. Based on visual and dimensional analysis of the returned device, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. It should be noted that the supera instruction for use warns: do not use the device if the device or the device package is open or damaged.

Event description:
It was reported that there were issues loading the guide wire and the distal tip (white tip) of the supera was noted to be partially detached from the delivery catheter. The surgeon reattached the tip, as it was felt that the stent was not compromised, and the guide wire passed smoothly. There were no issues with stent deployment. There was no clinically significant delay in the procedure or adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.